Event description:
Device 2 of 2. Reference MFR.1627487-2016-06177. Follow-up identified surgical intervention was undertaken on (B)(6) 2017. Reportedly, the ipg was explanted and replaced during the procedure (reference MFR. Report#1627487-2016-05938). The leads were tested prior to the revision and effective therapy was confirmed. Hence, the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-06177. It was reported the patient experienced ineffective therapy after a previous fall. Reportedly, diagnostic testing was performed yielding low impedance measurements on multiple lead contacts. In turn, x-rays were ordered however lead migration was not confirmed. Follow-up identified the physician opted for surgical intervention as the next course of action.